Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
This event is no longer reportable since information was received that the reason for explant was that the patient required a device that would allow right ventricular pacing.

Event description:
It was reported that this pacemaker was explanted due to unknown reasons. No additional adverse patient effects were reported.